Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. Visual examination of the provided picture confirms a broken spring. The instrument exhibits signs of use over the potential time in the field of nearly 6 years. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Based on the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 - foreign: canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that, during a procedure, the surgeon noticed the spring of the femoral slap hammer had broken. The surgery was completed without complications, and there were no consequences or impact to the patient. It was confirmed that no part of the instrument fell into or remained in the patient. Attempts have been made and no further event information is available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, d4, d9, g1-2, g3, g6, h2, h6, h11. The following sections were corrected: d4, g1-2. The product was returned for evaluation. Visual evaluation confirms that the tension spring that engages with/between both claws is fractured and still connected to 1 claw of device. The hammer and main rod components have dents and the main rod also has scratches. No other damage was noted during visual evaluation. The device has an approximate field age of 5.5 years. The slap hammer was sent for further fracture analysis where optical images of the spring fracture surface showed faint evidence of beach marks artifacts suggesting a possible fatigue mode of failure. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and the part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Based on the available information, a definitive root cause could not be determined. However, wear and tear over the instrument's time in the field may be a contributing factor. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.